Manufacturer narrative:
Device received with no button response due to corroded keypad traces. The keypad connector was inspected and fully locked on lcd board. Unable to confirm pump error 63 and unable to perform any tests due to keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button was not responding. Customer reported that the insulin pump had hardware low level failure alarm. Customer reported that the no response from any button. Time was changing. Number was not ramping by their own and scroll bar was not moving without any input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.